Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unrequested bolus dose. The pump was programmed to deliver dilaudid 0.2mg/ml, at a bolus rate of 1.5ml, with a 5 minute lockout and an 18ml one hour limit. After an approximate of 3 hrs in use, the nurse reported hearing repeated "chirping" of the device which reportedly sounded as if there were frequent demands. The nurse went into the patient's room and noted the patient was not pressing the button on the bolus cord; however, bolus demands were being requested. The pump and bolus cord were replaced and the therapy was resumed. The customer contact could not specify if the patient received an unrequested bolus dose of medication. There were no reported adverse patient effects. No medical interventions were required. During visual inspection at the user facility, it was noted, "the strain relief of the bolus cord is separated." Though requested, no additional information was provided.